Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The device was in for aha upgrade at welch allyn, when the reported malfunction occurred. Visual internal inspection confirmed that high voltage arching occurred on a circuit board assembly. The cause of the failure is attributed to a solder bridge under a component on a circuit board assembly. The circuit board assembly was replaced to resolve the issue. The device passed all testing after repair.

Event description:
This unit was in for an aha update, when the technician discovered that the unit made a loud popping noise during the update.